Event description:
Meter read inaccurately compared to the laboratory. A result of 189 mg/dl was obtained on the reported meter compared to a laboratory result "near 130 mg/dl" obtained within 10 minutes of each other. The meter and test strips were replaced.